Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: no product or photo was returned by the customer. The customer complaint that tubing broke at lower y junction causing line to be open to air and blood to leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 21065986 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: "it was reported the IV tubing broke at the lower y junction causing the line to be opened to air and blood to back up through the line and out."